Manufacturer narrative:
Additional device(s) involved in event: serial (B)(4) - outflow graft. Method code(s): 3317; 3372. Results code(s): 213. Conclusion code(s): 92. The pump (B)(4) and outflow graft (B)(4) were not returned for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported "high power" event was confirmed via log analysis which revealed an increasing trend in power consumption starting on (B)(6) 2017 to a peak of 7.2w on (B)(6) 2017 outsideof normal power consumption. 154 high watt alarms have been logged since (B)(6) 2017. Waveforms indicate transient decreases in power consumption and estimated flow from (B)(6) 2017, and (B)(6) 2017. Additionally, it was reported that the patient received lysis treatment. Of note, it was reported that there was an occlusion of the outflow graft; however, this event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the decreases in power and flow observed in the log files can be attributed to thrombus at the inflow cannula. It is likely that this thrombus got ingested into the pump further triggering the high watt alarms. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: date MFR recieved for the initial report is 2017-05-31 this event was assessed and is being reported as part of a retrospective review of log file data medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported from the site that the was admitted to the hospital by a friend because of "instable vigilance". Patient temperature was 38,5 °c and altered blood parameters lactic acid dehydrogenase (ldh) is greater than (>) 1400, c-reactive protein test (crp) is greater than (>) 100, glucose > 400. Diagnostic by "instable vigilance: several brain infarcts." On (B)(6) 2017 the first pump thrombus the ventricular assist device (vad) parameters were: power 6,1, flow 5,8. A frustane lysis was following, the pump thrombus still existing. On (B)(6) 2017:07 the left ventricular assist device (lvad) parameters were: power 5,8, flow 7,5, showing an increase again, after a neurological examination the doctors didn't start a second lysis therapy, two new brain infarcts had occurred. On (B)(6) 2017 "mean arterial pressure (map) was greater than (>) 80 mmhg and the lvad pump remains occluded. It was stated that the neurological issues were from multiple cerebellar and cerebrum infarctions. It was further stated that the location of pump- thrombus was unknown. On (B)(6) 2017 it was stated that there were high vad parameters noted but no lysis used and no pump change could be done because of the multiple brain infarcts. On (B)(6) 2017 it was stated that there was an occlusion of the out-flow graft and the patient had stable blood parameters with a map > 80 mmhg. It was then stated that the patient against medical advice left the hospital and went home with instable vigilance and no compliance concerning further medical therapy. Date of discharge was stated to have been (B)(6) 2017. No additional information available. Outflow graph serial: unk catalog: unk. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Brand name: heartware® ventricular assist system - outflow graft, model: 371099-8369 / catalog number 1125 / expiration date 30-nov-2020, device available for evaluation: no. Device evaluated by MFR: no, not returned to manufacturer. Labeled for single use: yes. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The device remains implanted .

Event description:
It was reported from the site from ventricular assist device (vad) nurse that the patient came to the hospital with low flow problems. Patient was suspected to have a pump thrombosis because of bad patient compliance, at home with international normalized ration (inr) lower than 1.4. Patient was given systemic lysis, and developed multiple cerebral infarctions in cerebellum and temporal lobe. Actual situation secondary to suspected pump thrombosis on (B)(6) 2017 with exclusion from another lysis or pump exchange due to neurological situation. No additional information available.